Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. No clear root cause of the issue could be determined as insufficient information was provided by the customer. A possible root cause could be that the wrong patient interface was used. No patient, user or third- party harm reported.

Event description:
(B)(6) 2020 - 17:50 customer informed s banthorpe of g5 device loosing monitoring parameters. (B)(6) 2020 - s banthorpe attends site. Upon testing can find no fault with device. Fault report states - loss of peep whilst on patient then loss of graph and readings. Alarm log shows many loss of peep and disconnection on ventilation side alarms prior to device shutdown at around 15:20.